Event description:
It was reported that, "a few days after the pt's surgery, she shifted her body in her hospital bed and heard a pop. The proximal femur was fractured so she was revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.